Manufacturer narrative:
The pump has been returned to animas for eval. Eval revealed that the pump was intermittently responding to keypad button presses. The keypad was removed and adhesive was observed under the button contacts. Contamination was observed under buttons during investigation.

Event description:
The pt contacted animas alleging that the pump was intermittently not responding to pressing of the ok button. The pt also claimed that the keypad was peeling. She denied that the device was exposed to moisture.